Manufacturer narrative:
D1: brand name was corrected d4 - additional device information was corrected no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline power fault alarms was confirmed via the downloaded log files, but the alarms were not reproduced during evaluation of the returned modular cable. On (B)(6) 2024 by the time data was logged at 23:16:11, the log file captured active driveline power fault alarms. On (B)(6) 2024 at 10:12:47, the driveline power fault alarm resolved due to the driveline being disconnected. The driveline being disconnected and both power cables being disconnected simultaneously on (B)(6) 2024 at 10:14:28 is consistent with the exchange of the system controller. The driveline power fault alarms did not impact the system controller¿s ability to support the pump and there were no other relevant notable events captured on the reported event dates in the log file. The modular cable, lot number 9115819, was functionally tested with the returned heartmate 3 system controller, serial number (B)(6), on a mock circulatory loop for an extended operation during which the cable was manipulated by hand. No atypical alarms were reproduced. Discoloration on the outer jacket and on both bend reliefs of the modular cable were observed. The modular cable was then tested to evaluate the integrity of its wires and passed. The provided information indicated no further alarms have been observed since the system controller and modular cable were exchanged. No log files were submitted. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate modular cable, lot number 9115819, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot all alarms, including driveline power fault alarms. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline power fault. The system controller and modular cable were exchanged, and the faults resolved. Log files were not available. The exchanged equipment would be sent for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.